Manufacturer narrative:
The product was not returned for evaluation as the product was discarded. The complaint event could not be confirmed without the opportunity to view the product. The review of DHR and complaint history found no anomalies or trends. The root cause was addressed in internal processes and was attributed to excessive torque and impaction. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a right total hip arthroplasty on (B)(6) 2014, the positioning guidepost fractured below the thread. It was not determined that it was a fracture until after the instruments were disassembled and the cup was already placed. The patient did not retain any fragments as all pieces were removed. No delays reported. No adverse events have been reported as a result of the malfunction.